Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump "lost" 1 to 2 minutes. There was no impact to customer's blood glucose level.